Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's cursor moved on its own across different areas of the screen and clicked random sections without the user's command. It was noted that there were multiple software errors found in the software history. Also, it was noted that the lower bullets were worn. The left display hasp was broken. Additionally, it was noted that the front latch base frame of the keyboard was broken. The left latch broken off. An electromagnetic interference (emi) repair was performed to resolve the display issue. All the defective parts were replaced. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor moved on its own across different areas of the screen and clicked random sections without the user's command when powered on. There was no patient involvement.